Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic technician reported patient with mild infection and inflammation of the right eye at lasik post-operative visit. The technician indicated the patient's topical steroid dosage was increased. Add'l info has been requested.